Event description:
Consumer called to report meter giving lower values than another meter. Called 911 for assistance with a hypoglycemic episode. Ems meter read higher.

Manufacturer narrative:
Verification of the accuracy for this lot was performed against the current version of the inspection test procedure. Lot passed all criteria outlined in the test procedure. Will continue to monitor on monthly complaint trend reports.